Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislodgment could not be conclusively determined. (B)(4).

Event description:
During a follow-up, one week after implant, the threshold was increase. An x-ray was performed which revealed the dislocation. The lead was repositioned with no adverse consequences to the patient.